Event description:
It was reported that while in the box, the device was noted to be in backup vvi upon interrogation. The device was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of a device reset was confirmed. The device was in shipped settings when a firmware error occurred causing the device to revert to backup vvi mode. Firmware was restarted in the laboratory and a similar reset occurred. The root cause of the reset was not determined.